Manufacturer narrative:
Customer alleged the insulin pump having critical pump error/open book image. Device received with a blank display. Device was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the device display properly, no blank display noted. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the device was blank display noted. No component damages during visual inspection under the microscope on the electrical board 1. In conclusion, the unit received blank display, problem isolated to the electrical board 1. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify critical pump error (open book) due to the blank display. Device had missing display window cover, cracked battery tube threads, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that the insulin pump had an error and took battery out and the metal contact fell off. Customer stated that the they placed battery back in insulin pump and placed metal cap contact on cap and when turned on it showed an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.